Event description:
Technician alleged that the wheel is not locking. The patient head right brake caster would not lock tight. The wheel still rotated and could not be adjusted. No patient impact.

Manufacturer narrative:
The technician found that the wheel was worn. The technician replaced the brake caster to resolve the issue.